Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump¿s daily insulin delivery totals revealed that they correctly reflected the user programmed basal settings. During testing, a delivery accuracy test was performed and passed with the pump delivering within specifications. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal delivery totals in the total daily dose did not match the programmed basal setting. The cause for the variation was unknown. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.